Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient has had bilateral hip implants, unknown which date is for the right implant. (B)(6) 2012, (B)(6) 2012. Patient has had bilateral hip revisions, it is unknown which date is for the right explant: (B)(6) 2018, (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01712.

Event description:
It was reported that patient reported clicking, popping, grinding, and pulsation in the back of left leg along with tinnitus, blurry vision, ambulation difficulties and chronic pain at an unknown amount of time post right hip surgery. Subsequently, patient underwent a right hip revision surgery and was diagnosed with heavy metal poisoning. Attempts have been made and additional information on the reported event is unavailable at this time.